Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents or verify heating up of battery due to blank display.

Event description:
The customer's family reported via phone that the insulin pump was not turning on. Customer¿s blood glucose was 250 mg/dl at the time of incident. Customer stated that the battery compartment was damaged. The insulin pump will be returned for analysis.